Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The DHR of product code: 186727635. Lot : 109987. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: november 18, 2016. Visual inspection: the mis ti cfx fen poly 6x35 (part #: 186727635, lot #: 109987) was received at us customer quality (cq). Upon visual inspection, the threaded fenestrated screw shank was broken next to the neck. The remainder threaded screw shank was not returned. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post manufacturing damage of the device. Document/specification review: the following revisions of current and manufactured drawings were reviewed expedium 5.5 ti, cortical fix polyaxial screw assy, top loading shank expedium dual thread fenestrated screw shank, ø6 x 35-80, ti expedium 5.50 rod system polyaxial cap 7.5 mm screw expedium 5.50 rod system polyaxial head for 7.5 mm screw no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the expedium dual thread fenestrated screw shank was broken. Although no definitive root cause could be determined based on the provided information, it is likely that the device experienced unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: the initial procedure was completed on an unknown date in 2017. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the device was not returned. A photo-investigation was performed on the x-ray provided. Upon inspecting the x-ray provided, the head of the top screw appears to be slightly offset from the position and could not find any issue with the bottom screw. The complaint condition cannot be confirmed based on the available x-ray. Additionally, the root cause of the issue cannot be determined based on the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, x-ray showed two (2) broken screws in the patient. It is reported that the patient will be revised on an unknown date. The original surgery took place on an unknown date in 2017. There is no further information available. Unknown rod (part# unknown, lot# unknown, qty unknown). Unknown set screw (part# unknown, lot# unknown, qty unknown). This report is for one (1) unknown screws. This is report 2 of 2 for (B)(4).